Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both essure hysteroscopic implants were perforated"), device dislocation ("malposition of essure device location of device: right coil was insert too far up the tube"), abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's past medical history included gravida ii, parity 2 and gravida. Concurrent conditions included body mass index normal, peritoneal cyst, pelvic discomfort, uterine fibroid, amenorrhea, rubber sensitivity, urine incontinence and blind right eye. Family history included skin cancer, hypertension and type ii diabetes mellitus. Concomitant products included cetirizine hydrochloride (zyrtec) and naproxen. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses") and hypersensitivity ("allergic or hypersensitivity reaction - type"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced impaired healing ("autoimmune disorder - type of disorder: my body took several months to heal minor cuts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("my lower abdomen always felt swollen"), inflammation ("my lower abdomen always felt inflamed"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), asthenia ("low energy") and weight fluctuation ("weight gain / loss specify: fluctuations."). The patient was treated with surgery (surgical removal of coils, bilateral salpingectomy), surgery (surgical removal of coils, bilateral salpingectomy) and surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal distension, inflammation, female sexual dysfunction, impaired healing, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation, weight fluctuation and hypersensitivity outcome was unknown, the abdominal pain lower and weight increased had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, impaired healing, inflammation, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy in the dates of insertion and removal from previously reported. Previously reported insertion date: (B)(6) 2012, removal date: (B)(6) 2016. Discrepancy in plaintiff date of birth. Previously reported: (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6) 2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. On (B)(6) 2016 pelvis MRI revealed, susceptibility artifact in the bilateral uterine cornea suggestive of metallic foci. The shape of these are not well delineated by MRI and it is unclear if these are essure devices or surgical clips. This can be clarified with a kub radiograph. On (B)(6) 2016 findings, normal uterus, fallopian tubes bilaterally, normal ovaries bilaterally. Normal anterior and posterior cul-de-sac. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: perforation and following was confirmed in pelvic pain, dyspareunia . Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new reporters, patient dob updated, new event hypersensitivity added. Outcome for the event weight increased and abdominal pain lower and asthenia updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right coil was insert too far up the tube"), abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's past medical history included gravida ii, parity 2 and gravida. Concurrent conditions included obesity, uterine fibroid, amenorrhea, rubber sensitivity, urine incontinence and blind right eye. Family history included skin cancer, hypertension and type ii diabetes mellitus. On (B)(6)-2015, the patient had essure inserted. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses") and hypersensitivity ("allergic or hypersensitivity reaction - type"). In july 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced impaired healing ("autoimmune disorder - type of disorder: my body took several months to heal minor cuts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("my lower abdomen always felt swollen"), inflammation ("my lower abdomen always felt inflamed"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and asthenia ("low energy"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal distension, inflammation, female sexual dysfunction, impaired healing, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation and hypersensitivity outcome was unknown, the abdominal pain lower and weight increased had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, impaired healing, inflammation, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion on (B)(6)2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6)2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: perforation and following was confirmed in pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on (B)(6)2018: after internal review, it was noticed that the source document from (B)(6)2018 was wrongly added to this case. Concomitant condition (peritoneal cyst and pelvic discomfort) was deleted. MRI result was also deleted. Concomitant drugs were deleted. Events ¿both essure hysteroscopic implants were perforated¿ and ¿weight gain / loss specify: fluctuations¿ were deleted. Bilateral salpingectomy was deleted from treatment since surgery was not specified. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right coil was insert too far up the tube"), abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("my lower abdomen always felt swollen"), gastritis ("my lower abdomen always felt inflamed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impaired healing ("my body took several months to heal minor cuts"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and asthenia ("low energy"). The patient was treated with surgery (surgical removal of coils) and surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, abdominal distension, gastritis, female sexual dysfunction, impaired healing, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased and constipation outcome was unknown and the menorrhagia, dysmenorrhoea and asthenia had resolved. The reporter considered abdominal distension, abdominal pain lower, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, headache, impaired healing, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . On (B)(6) 2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6) 2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abdominal distension, abdominal pain, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, impaired healing, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased and device difficult to use were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right coil was insert too far up the tube'), abdominal pain lower ('pain') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's medical history included gravida ii, parity 2 and gravida. On (B)(6) 2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6) 2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. Concurrent conditions included obesity, uterine fibroid, amenorrhea, rubber sensitivity, urine incontinence, blind right eye and migraine headache. Family history included skin cancer, hypertension and type ii diabetes mellitus. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), constipation ("constipation") and hypersensitivity ("allergic or hypersensitivity reaction - type"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced impaired healing ("autoimmune disorder - type of disorder: my body took several months to heal minor cuts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("my lower abdomen always felt swollen"), inflammation ("my lower abdomen always felt inflamed"), vaginal discharge ("vaginal discharge"), asthenia ("low energy") and anxiety ("anxiety"). The patient was treated with surgery (surgical removal of coils and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal distension, inflammation, female sexual dysfunction, impaired healing, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation, hypersensitivity and anxiety outcome was unknown, the abdominal pain lower and weight increased had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, impaired healing, inflammation, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant- 2013 as per social media post diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: pelvic us showed left essure device visualized, ri. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: perforation and following was confirmed in pelvic pain, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event anxiety added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right coil was insert too far up the tube"), perforation ("both essure hysteroscopic implants were perforated"), abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's concurrent conditions included body mass index normal, peritoneal cyst and pelvic discomfort. Concomitant products included cetirizine hydrochloride (zyrtec) and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight fluctuation ("weight gain / loss specify: fluctuations."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("my lower abdomen always felt swollen"), inflammation ("my lower abdomen always felt inflamed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impaired healing ("my body took several months to heal minor cuts"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and asthenia ("low energy"). The patient was treated with surgery (surgical removal of coils, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, abdominal distension, inflammation, female sexual dysfunction, impaired healing, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased, constipation and weight fluctuation outcome was unknown and the menorrhagia, dysmenorrhoea and asthenia had resolved. The reporter considered abdominal distension, abdominal pain lower, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, impaired healing, inflammation, menorrhagia, migraine, perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6) 2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. On (B)(6) 2016 pelvis MRI revealed, susceptibility artifact in the bilateral uterine cornea suggestive of metallic foci. The shape of these are not well delineated by MRI and it is unclear if these are essure devices or surgical clips. This can be clarified with a kub radiograph. On (B)(6) 2016 findings, normal uterus, fallopian tubes bilaterally, normal ovaries bilaterally. Normal anterior and posterior cul-de-sac. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: perforation and following was confirmed in pelvic pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr recieved. Events added: weight fluctuations and perforation. Concomitant disease, lab data and concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right coil was insert too far up the tube"), abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he had difficulty removing the right coil. It was lodged far up the tube, so he was forced to remove a larger portion of that tube". The patient's past medical history included gravida ii, parity 2 and gravida. Concurrent conditions included obesity, uterine fibroid, amenorrhea, rubber sensitivity, urine incontinence and blind right eye. Family history included skin cancer, hypertension and type ii diabetes mellitus. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping with menses") and hypersensitivity ("allergic or hypersensitivity reaction - type"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced impaired healing ("autoimmune disorder - type of disorder: my body took several months to heal minor cuts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("my lower abdomen always felt swollen"), inflammation ("my lower abdomen always felt inflamed"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and asthenia ("low energy"). The patient was treated with surgery (surgical removal of coils) and surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal distension, inflammation, female sexual dysfunction, impaired healing, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, constipation and hypersensitivity outcome was unknown, the abdominal pain lower and weight increased had resolved and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, impaired healing, inflammation, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016, transvaginal ultrasound (tvu). Result: pelvic us showed left essure device visualized, right essure was not visualized. Current weight as of (B)(6) 2018: 195 lbs. Approximate weight at the time of essure placement 204 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: perforation and following was confirmed in pelvic pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.